Event description:
It was reported that coating was peeled off and blood flow obstruction occurred. An angiojet solent omni catheter was advanced for a thrombectomy procedure. However, during procedure, it was noted that the physician lost the blood flow in the superficial femoral artery, popliteal artery and below, but was able to restart the flow. The device was removed from the patient's body and it was found out that the coating of the catheter was peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Updated: h6 - device code. Device evaluated by MFR.: the complaint device was not received at the complaint investigation site for analysis; however, a photo of the device from the procedure was provided and was reviewed. The photo showed blood present outside and inside the device, indicating that the device was used in the patient. The gold pebax shaft was partial separated/broke and was free from the stainless-steel braided shaft. It also appears that the there was damage to the gold shaft and it appeared twisted at the distal end. The stainless-steel shaft was also damaged at the distal end and appears to have been kinked. Based off the photo, it was confirmed that the shaft was partially detached/damaged. H3 other text : media.

Event description:
It was reported that coating was peeled off and blood flow obstruction occurred. An angiojet solent omni catheter was advanced for a thrombectomy procedure. However, during procedure, it was noted that the physician lost the blood flow in the superficial femoral artery, popliteal artery and below, but was able to restart the flow. The device was removed from the patient's body and it was found out that the coating of the catheter was peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Updated: h6 - device code. Device evaluated by MFR.: the complaint device was not received at the complaint investigation site for analysis; however, a photo of the device from the procedure was provided and was reviewed. The photo showed blood present outside and inside the device, indicating that the device was used in the patient. The gold pebax shaft was partial separated/broke and was free from the stainless-steel braided shaft. It also appears that the there was damage to the gold shaft and it appeared twisted at the distal end. The stainless-steel shaft was also damaged at the distal end and appears to have been kinked. Based off the photo, it was confirmed that the shaft was partially detached/damaged.

Event description:
It was reported that coating was peeled off and blood flow obstruction occurred. An angiojet solent omni catheter was advanced for a thrombectomy procedure. However, during procedure, it was noted that the physician lost the blood flow in the superficial femoral artery, popliteal artery and below, but was able to restart the flow. The device was removed from the patient's body and it was found out that the coating of the catheter was peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the coating of the catheter was cut into half.